Event description:
The customer reported that he had a blood glucose level of 37 mg/dl and a sensor glucose level of 85 mg/dl earlier in the day of the call. The customer was advised that the sensor may not have been properly situated. During the call, customer performed a finger stick and confirmed that his blood glucose level had come up to 85 mg/dl. The customer removed the sensor and was therefore unable to troubleshoot. Customer will not return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.